Event description:
It was reported that there was high impedance and many non-sustained episodes in the last few days and an apparent fracture on the right ventricular lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured and defib conductor distorted. Distal segment returned and analyzed.